Event description:
Event description company received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital reporting continuous device tones. Upon interrogation, fault code 09 was noted. This fault code indicates a runaway ventricular pacing rate. A company technical services consultant recommended device replacement. A new device was implanted without further incident.

Event description:
Pt with this implantable cardioverter defibrillator (ICD) presented to the hospital reporting continuous device tones. Upon interrogation, fault code 09 was noted. This fault code indicates a runaway ventricular pacing rate. A guidant technical services consultant recommended device replacement. A new device was implanted without further incident.